Event description:
Healthcare professional reported "deformity". Later healthcare professional reported "breast uncomfortable and painful, intact implant at time of removal". The device was explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "deformity and pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deformity and pain.